Event description:
The patient reported that they interstim had helped a lot, but they were still having a breakthrough since implant on (B)(6) 2016. It was indicated that it was pulsating so much since (B)(6) 2016, that the patient could not take it anymore. They lowered it to the point where it was comfortable. The patient mentioned that it had been going up and down. They realized after a couple of weeks, they did not need to walk around like that. It was noted that the uncomfortable stimulation was eliminated by decreasing the amplitude. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.